Manufacturer narrative:
Correction: h4 - device manufacture date was omitted from initial report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited inappropriate mode switching due to atrial lead noise. The atrial lead sensitivity was reprogrammed. The patient is in stable condition and will be remotely monitored.